Manufacturer narrative:
The company representative replaced the drive transducer. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a high pressure alarm. They recycled power to the unit, and it generated an error code 52 (drive transducer offset failure). Therapy was discontinued. No patient injury was reported.